Event description:
It was reported an asymptomatic patient presented in clinic during follow up and post-paced t-wave oversensing was observed. The device was reprogrammed and the over-sensing issue was resolved in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.